Manufacturer narrative:
The field service representative found one of the vacuum nozzles on the rinse mechanism was clogged. The sample probe was also bent slightly. He cleaned the vacuum nozzle and straightened sample probe. To verify the analyzer operation, he performed a precision with all values in range and consistent with each other.

Event description:
The user received erroneous results for seven patient plasma samples in bd 13mm x 17mm with gel separator. On the data provided, results for three samples were discrepant. All initial and repeat testing was performed on (B) (6) 2009. Sample 2: initial calcium result was 10.1 mg per dl, repeat result from the integra 400 was 9.2 mg per dl; initial albumin result was 5.2 g per dl, repeat result from the integra 400 was 4.1 g per dl. The results from the cobas c501 analyzer were not reported. The user reported the results obtained from repeating the samples on the integra 400 analyzer.

Event description:
The user received erroneous results for seven patient plasma samples in bd 13mm x 17mm with gel separator. On the data provided, results for three samples were discrepant. All initial and repeat testing was performed on (B) (6) 2009. Sample 3: initial calcium result was 9.6 mg per dl, repeat result on the integra 400 was 8.6 mg per dl. The results from the cobas c501 analyzer were not reported. The user reported the results obtained from repeating the samples on the integra 400 analyzer.

Manufacturer narrative:
The field service representative found one of the vacuum nozzles on the rinse mechanism was clogged. The sample probe was also bent slightly. He cleaned the vacuum nozzle and straightened sample probe. To verify the analyzer operation, he performed a precision with all values in range and consistent with each other.

Manufacturer narrative:
The field service representative found one of the vacuum nozzles on the rinse mechanism was clogged. The sample probe was also bent slightly. He cleaned the vacuum nozzle and straightened sample probe. To verify the analyzer operation, he performed a precision with all values in range and consistent with each other.

Event description:
The user received erroneous results for seven patient plasma samples in bd 13mm x 17mm with gel separator. On the data provided, results for three samples were discrepant. All initial and repeat testing was performed on (B) (6) 2009. Sample 1: initial bicarbonate result was 24 mmol per l, repeat result was 38 mmol per l; initial calcium result was 9.8 mg per dl, repeat result was 8.0 mg per dl. The user had the patient redrawn. The redraw results for bicarbonate were 25 mmol per l and 8.3 mg per dl for calcium. The results from the redraw specimen were reported. The results from the cobas c501 analyzer were not reported. The user reported the results obtained from repeating the samples on the integra 400 analyzer.